Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6947 implantable tachy lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician had difficulty engaging the setscrew. Subsequently, both the coil and atrial lead came up with greater than 3,000 ohms resistance. The nurse removed the device from the pocket, tugged on the lead, and attempted to engage the setscrew once more, but no avail. After several attempts at engaging the setscrew, the physician requested a new device. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.